Manufacturer narrative:
Evaluation, results: inherent risk of procedure - (stent embolism, stent deformation). Related to operational context (previously implanted stent in vessel, complaint device was inspected prior to use with no issues noted therefore damage most likely related to the attempted use of the device). Deformation problem (stent). Conclusions: known inherent risk of procedure - (stent deformation, stent embolism). Operational context caused or contributed to the event - (previously implanted stent in vessel, complaint device was inspected prior to use with no issues noted therefore damage most likely related to the attempted use of the device). (B)(4).

Event description:
The physician was attempting to advance an endeavor resolute drug eluting stent to a lesion with 80-90% stenosis in the lad. The device was inspected prior to use and no abnormalities noted. The lesion was pre-dilated with a non-medtronic balloon (6-8 atm, for 5s). During attempted positioning of the endeavor resolute device it is reported that it could not pass a previously implanted unknown brand stent in the lesion. An attempt was made to remove the endeavor resolute device but resistance was encountered when retracting the device into the guide catheter. Excessive force was not used. It is reported that the stent then dislodged upon entrance into the guide catheter. The physician cut the radial artery to remove the dislodged stent. No reported patient complications or other clinical sequelae. Evaluation summary: the device was returned to medtronic for evaluation. The distal tip was partially flattened. Crimp impressions were visible along the working length of the balloon. The stent was severely stretched and deformed. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).